Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with symptoms of dizziness correlated to oversensing on the right ventricular lead. The oversensing was reproduced in-clinic. Programming changes were made and a lead replacement procedure was also discussed. The patient is stable.